Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was returned for service related to the complaint or service history. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement.

Event description:
(B)(4).